Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no battery alarm, battery out limit alarm, off no power alarm and bad battery alarm. The customer stated that the battery out limit alarm occurred during normal use. The customer's blood glucose was 125 mg/dl at the time of battery out limit alarm. The customer stated that a low battery alert occurred prior to off no power alarm. The customer's blood glucose was 140 mg/dl at the time of off no power alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected off no power alarm, battery out limit, bad battery alarm or no battery alarm noted. The insulin pump had minor scratched display window.